Manufacturer narrative:
Device evaluation: visual analysis identified apparently the unit had an opening because there was no fluid inside the shell, but this could not be confirmed, and device labeled as left side.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.